Event description:
Reported blood glucose results of "8.9 mmol/l, 10.3 mmol/l, 30.8 mmol/l, 17.6 mmol/l and 18.5 mmol/l" with the lifescan meter, performed within 20 mins of each other. The meter and test strips were replaced.